Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Reports: 1627487-2014-03232, 1627487-2014-03233 and 1627487-2014-03234. The patient has 2 scs systems. It was reported the patient's scs systems are to be explanted due to ineffective stimulation. One of the scs leads was previously explanted and replaced (reference MFR. Report: 1627487-2010-03451); however, it is unknown from which lot the lead originated; therefore, all lots are being reported.